Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) implant attempt there was a grommet/setscrew problem with the device header. A new device was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector, a grommet issue, and a damaged grommet. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw with foreign material present. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.